Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information from an end user's wife alleging her husband was sick but was unable to confirm if it was due to using the dreamstation 2 advanced auto CPAP device. The user allegedly had a cough and a clogged nose, visited a doctor, and was prescribed antibiotics. The wife also reported the filters are turning black in the device and she must change them after five days. The user's wife sent pictures of the disposable filters and it was determined the affected filters were not philips brand. The user's wife did state she burns candles and has a floor fan blowing on the device. The user's wife was educated on appropriate filter care and environmental factors of black filters. The user's wife is going to eliminate some environmental situations and follow up later. The user has decided to use a resmed device because his cough is not as bad, and he feels better. There was no report of serious patient harm or injury. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.